Event description:
It was reported that the fiber cap broke off inside the pt at 139,369 joules into the case. The cap was retrieved. No pt injury was reported. The procedure was continued with a second fiber (reference MFR report# 2937094-2012-00139). The procedure was completed with a third fiber.